Event description:
It was reported that a patient presented to clinic for follow up. On (B)(6) 2022, fluoroscopy was performed revealing externalized conductors on the right ventricular (rv) lead. On that day, the physician elected to explant and replace the rv lead. The patient condition was stable.